Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the research coordinator that the accumulation of black dust was increasing in the vent filter of the lvad, and "chugging" sounds were also heard. It was also reported that while the patient was sitting in his chair in the hospital room resting, the lvad stopped, started up for 10-15 seconds, and then stopped again. Hand pumping was initiated, and the patient was then placed on pneumatic support using a stroke volume limiter (svl) and drive console. The following day, the patient's lvad was replaced with the manufacturer's clinical trial lvad. The patient remains ongoing with the manufacturer's clinical trial lvad.

Manufacturer narrative:
Patient remains ongoing with the manufacturer's clinical trial lvad. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.